Event description:
Device report from synthes (b)94) reports an event in (B)(6) as follows: it was reported that as the hospital was placing the screws into the screw rack, they noted that the number printed on the plastic screw holder was 4, whereas the screw length was 5mm. The length of the screw as per the length printed on the sticker was correct. This is 15 of 30 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the device history record shows no complaint related anomalies. Device was recalled outside united states.